Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer via medwatch, "PICC associated thrombus likely due to incorrect PICC placement. PICC placement was verified by sherlock 3cg technology from bard access systems, PICC was deep in the ra likely sheering wall and causing mural thrombus, which is possible culprit for paradoxical emboli causing stroke in the patient." No other information was provided.